Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the g5 application screen was frozen on (B)(6) 2016. Patient was advised to reinstall the application. No injury or medical intervention was reported.